Manufacturer narrative:
Concomitant medical products: 4196-88 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was found to have dislodged. The lead was attempted to be repositioned but was difficult due to the patient¿s anatomy. The lead was removed and a new lead was implanted. It was further reported that during the atrial lead revision, the right ventricular (rv) lead dislodged. The rv lead was attempted to be repositioned but the physician was unable to extend the lead helix after it was retracted. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.